Manufacturer narrative:
If information is provided in the future, a supplemental report will be filed.

Event description:
It was reported that the patient with this pacemaker underwent a magnetic resonance imaging with a non-conditional pacemaker system. This is considered off label use. Additional information was sent to the field representative whom had no information. The device remains in service. No adverse patient effects were reported.